Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing) on the same day of testing and also by a 2nd collection at a later date.